Event description:
During the surgery, when the surgeon inserted the bearing insert trial (ps type #5/10mm) onto the tibial base plate by using the plastic hummer, the insert trial was cracked. Then, the surgeon removed cracked insert trial from the tibial base plate and he used another insert trial (cr type #5/10mm) instead of it. The pt has not had any health problem.

Manufacturer narrative:
Visual examination, device history review, complaint history review, material analysis. Results: visual examination confirms the reported event. Device history review shows no reported discrepancies. Complaint history review shows there has been other reported events. Material analysis shows the cracking is attributed to an overload induced by misalignment. Conclusion: appears to be user related.